Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2022 and barbed suture was used. The suture broke at the 2nd backstitch on the vaginal stump during continuous suturing. No adverse patient consequences were reported. Additional information was requested